Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardioverter defibrillator(ICD) could not be interrogated. The ICD had not sent a transmission to merlin.net since (B)(6) 2017 and seemed to be beyond elective replacement interval (eri). The patient was stable.